Manufacturer narrative:
A bci field service engineer (fse) was not dispatched to investigate the event. The fse did not evaluate the device. The customer indicated that the sample was received as an aliquot. The sample was turbid and slightly hemolized. Customer error in sample handling is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 thru (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The customer re-centrifuged and re-ran the sample after two days and the result was within the reference range. The initial erroneously elevated result was reported outside the lab. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.